Manufacturer narrative:
It was reported that the cardiohelp has a software fault and the global override disabled erroneously by the machine. The customer reported they brought another one to the shop for you that per the staff came out of global override 3 times. The cardiohelp was exchanged during treatment. A getinge field service technician (fst) was sent for investigation and repair on 2023-04-11 and 2023-04-13. The reported failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files were analyzed and shows the critical error message: "pump disposable error - stop" on the reported event date. This error message could be traced back to the reported exchange of the cardiohelp and documents the removal of the hls set to attach it to the back up cardiohelp. Moreover, the log files does not show any malfunction of the cardiohelp and the global override was turned off manually by the user. Thus, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: configuration of hospital settings wrong (logging interval to external data management system, warning limits, alarm limits, intervention settings, language settings, intensity, auto lock time, alarm delay time(only step 1), reminder tone, global override availability) e.g.: installation performed by untrained staff / technicians. Damaged sd-card (loading of factory settings). The instruction for use includes a detailed description how the global override has to be activated and used (IFU cardiohelp system, 4.11.3 "global override" mode). Further according to the instruction for use (IFU) (cardiohelp system, chapter 5.6.1 check before every application) all control functions needs to be checked before every use. The device was manufactured on 2017-04-10. The review of the non-conformities has been performed on 2023-04-21 for the period of 2017-04-10 to 2023-04-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "software fault and the global override disabled erroneously by machine" could not be confirmed. This complaint was found in the database of customer complaints for the cardiohelp as a single event (timeframe from 2022-04-05 till 2023-04-05). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the cardiohelp has a software fault and the global overide disabled erroneously by machine three times. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID: (B)(4).